Manufacturer narrative:
A system log review cannot be performed because the system logs are not available. Review of the device history record found that there were no non-conformance's documented that would be related to the event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient underwent an ion bronchoscopy. The biopsy was completed, and the ion catheter was removed. A manual bronchoscopy was then inserted and minor bleeding was noted. Bleeding was controlled with suctioning and positioning of the patient's head. A weak pulse was noted prompting initiation of CPR. After several minutes, pulse returned, transiently for a few minutes at which time CPR was again administered, however, the patient died. There was no allegation of a malfunction of the ion system, instruments, or accessories. Based on the available data, the reported events were likely procedure related and not device related. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%), 5 arrhythmias (0.02%) and 1 myocardial infarction (0.004%). One prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no associated events of myocardial infarction or arrhythmias. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% including a rate of 0.02% of any arrhythmia and 1 death. Another case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no cardiac events. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced bleeding. The endoluminal sales associate was present at the procedure and reported that there were no observed complications before or during the ion part of the procedure. After the ion portion of the biopsy was completed, the physician pulled out the catheter, placed a regular bronchoscope for surveillance of the airways, and noticed some minor bleeding. The bleeding was controlled with suctioning and tilting the patient's head down. Shortly after, the patient¿s heartrate started to drop and the medical staff initiated cardiopulmonary resuscitation. After several minutes, the pulse returned but only for a few minutes and CPR was resumed. The patient expired. Multiple attempts to obtain additional information from the physician have been made; however, no response was received.